Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the communication module exhibited intermittent signal. There was unknown patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg.: 6/16/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the communication module was returned with no visual damage. The customer reported issue of "the communication module had intermittent signal¿ was not confirmed/duplicated, and a definitive root cause could not be determined. Upon powering on the device, it successfully connected to the local wi-fi network. The device remained powered on for 30 minutes while the wireless status was monitored, during which it consistently showed as "associated" with no errors reported. The item is a purchased finished good, and the device history record (DHR) is with the supplier therefore, a manufacturing review could not be performed.